Manufacturer narrative:
Batch review performed on 26 september 2022: lot 160939: (B)(4) items manufactured and released on 18-mar-2016. Expiration date: 2021-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director: 5 years after primary tka a revision is required. Thesurgeons assessed that the cause for revision is hypersensitivity of the patient to nickel. This tyope of reaction is described in literature and can be developed by the patient secondarily to the intervention, often for external causes. No reason to suspect a faulty device at the origin of this adverse event, nor any defect in the index treatment. Addiitonal item involved in the event, gmk-primary 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot. 164909. Batch review performed on 26 september 2022: lot 164909: (B)(4) items manufactured and released on 04-nov-2016. Expiration date: 2021-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Knee components loosening (tibial tray and femur) due to nickel allergy. Revision surgery performed at about 5 years and 4 months post primary.